Manufacturer narrative:
Upon visual inspection, it was found that the implant has what appears to be biological residue present on the threaded portion, indicative of patient contact. There are no observable defects to the product. The review of the device history record for the implant did not provide any information to suggest a nonconformance with the components contributed to the reported event. No deviations were identified that may have contributed to the event. A definitive cause could not be determined. (B)(4).

Event description:
The dentist reported that this implant placed in tooth site #20, in place for 6 weeks, did not integrate when the patient presented with inflamed gingiva with fistula and severe bone loss.